Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip fell off the duct and when they attempted to fire again it jammed. A new device was used to complete the procedure. No patient impact reported.